Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the closed reduction 12 days after implantation. As reported: "(B)(6) female in good health, very physically active. Revision hip arthroplasty on (B)(6) 2018 using stryker mdm. Twelve (12) days later, full dislocation and closed reduction..."